Event description:
Rec'd a call stating, device and leads were explanted due to high impedance from possible malfunctioning battery. Pt experienced left leg pain and burning in his foot immediately in the operating room. Physician felt the pt's symptoms were likely due to the lead laying on a nerve, possibly irritating the nerve and causing pain. Impedance checks were done and technical services was contacted. Physician was advised to change out the device battery and he chose to also exchange the leads. Pt is fine, left leg and foot pain are resolving.

Manufacturer narrative:
(B) (4).